Manufacturer narrative:
(B)(4). The customer's meter (B)(4) was returned and product testing did not confirm the readings complaint. All results were within range specifications and no errors were observed. The readings reported by the customer are not present in the meter's memory log.

Event description:
Customer reported receiving imprecise sequential readings on their medisense optium blood glucose monitor. Customer reported receiving readings of 488 mg/dl and 143 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.